Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the etco2 dust cover for the device displayed evidence of excessive wear. No patient involvement.